Event description:
On (B)(6) 2012, the patient contacted animas stating that all the keypad buttons were intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/14/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 04/03/2015 with the following findings: the keypad was found to be intact; no damage was observed. During testing, all of the keypad buttons were found to be intermittently unresponsive. The keypad was removed and there was evidence of contamination found under all button contacts. Unrelated to the complaint, investigation revealed a cracked battery compartment and dim, discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.